Event description:
The site reported that an archived prior study was unavailable for an anesthetized pt during surgery. It was alleged that the surgery was delayed for approx 20 minutes as a result. No pt harm was reported due to the delay.

Manufacturer narrative:
Mckesson investigated the root cause of this issue and determined that the delay in retrieving the prior study from archive is due to a unique scenario with the software configuration applied to a pre-existing customer network infrastructure. Mckesson provided a configuration change to the affected site to prevent the problem from occurring. Mckesson are developing a software update to optimize system performance in the reporting facility's environment, and prevent future recurrence of the problem.